Event description:
The user facility reported that the tip of the 0.035 wire broke off. The device was removed and confirmed that it was not inside the patient under flouro. The account could not identify a reason why the tip broke off. They had connected the syringe to the catheter and pulled back to gather blood/fluid and that is when they noticed that there was a piece of the wire that had been inside of the cathether or inside the patient. The patient is stable and the procedure outcome was successful. Additional information was received on 10 mar 2023: there was no impact to the patient.